Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anemia, dysfunctional uterine bleeding, diabetes mellitus, chronic cervicitis, adenomyosis and cyst. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding , (vaginal)"), menorrhagia ("abnormal bleeding , (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), nausea ("nausea"), fatigue ("fatigue") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have hormone level abnormal ("hormonal changes"). On an unknown date, the patient experienced vulvovaginal pain ("vaginal pain"), mental disorder ("psychological or psychiatric problems") and headache ("headache"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, migraine, nausea, fatigue, hormone level abnormal, dyspareunia, vulvovaginal pain, mental disorder and headache outcome was unknown. The reporter considered dyspareunia, fatigue, female sexual dysfunction, headache, hormone level abnormal, menorrhagia, mental disorder, migraine, nausea, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jan-2020: pfs+mr received. Event injury was updated and new events: abnormal bleeding , (vaginal, menorrhagia) , apareunia (inability to have sexual intercourse), hormonal changes, psychological or psychiatric problems, migraines / headaches ,nausea , pain , fatigue, vaginal pain were added. New reporters, plaintiffs information added. Concomitant conditions were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's concurrent conditions included anemia, dysfunctional uterine bleeding, diabetes mellitus, chronic cervicitis, adenomyosis and cyst. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding , (vaginal)"), menorrhagia ("abnormal bleeding , (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), nausea ("nausea"), fatigue ("fatigue") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have hormone level abnormal ("hormonal changes"). On an unknown date, the patient experienced vulvovaginal pain ("vaginal pain"), mental disorder ("psychological or psychiatric problems") and headache ("headache"). The patient was treated with surgery (hysterectomy (full) ,salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, migraine, nausea, fatigue, hormone level abnormal, vulvovaginal pain, mental disorder and headache outcome was unknown and the dyspareunia had not resolved. The reporter considered dyspareunia, fatigue, female sexual dysfunction, headache, hormone level abnormal, menorrhagia, mental disorder, migraine, nausea, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: insertion details-the right tubal ostia was then visualized at close proximity and essure device was inserted into tubal ostia without difficulty. The opposite side was then treated similarly and procedure was concluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-feb-2020: pfs+mr received- new event plaintiff did not undergo essure confirmation test were added. Outcome of dyspareunia updated to not recovered / not resolved. New reporters were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.